Manufacturer narrative:
Though requested, additional patient information was not provided.

Event description:
Reportedly, during patient use, the silence led flashed simultaneously but there was no alarm. The unit shut down without any alarm and the patient was ambu bagged before being switched to another ventilator. There were no adverse patient effects reported.